Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. Cylinders and pump were removed and replaced, while the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the left cylinder was identified. Cylinders and pump were removed and replaced, while the reservoir was kept in the patient and a new one was added to the system. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear at fold in the middle, proximal and distal end of its body, along with broken fabric threads and a hole in the outer tube of its proximal end. The first cylinder did not pass leakage evaluation. No leaks were identified din the second cylinder; however, wear at fold in the middle and proximal end of its body was noted. The pump was microscopically inspected, and leak tested. Microscopic evaluation revealed that the kink resistant tubing (krt) was worn to the filament and the outer layer of the bulb was worn from wear. No leaks were identified in the pump. Based on the information available and analysis results, the broken fabric threads and hole identified in the first cylinder could have caused or contributed to the reported clinical observations.